Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the light dimmed, during intraoperative examination diagnostic procedure under sedation involving an olympus video system center. The customer suspected that the cause of the light dimmed, was due to quality issues of lamp. There was no patient injury reported.